Event description:
During surgery, the screw was not able to bur into the bone as normal and would not purchase.

Manufacturer narrative:
The investigation shows that the screw collided during screwing in and out with a hard object (medical instrument or implant, not bone). This resulted in heavy damages of the tip and the thread flanks. Indications for material or manufacturing related problems were not found in this investigation.